Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined. All the customer's provided data were checked in the investigation. The calibration data and the lack of alarms did not indicate an analyzer issue. A contamination of the sample probe was possible since there was a different reaction intensity that could be seen, which could be explained by pipetting the incorrect amount of sample. The reaction monitors did not show any irregularities in the reaction kinetics.

Event description:
The customer alleged they received questionable results for multiple assays for one patient on their cobas 8000 analyzer. The patient's sample was processed on the customer's modular pre analytics (mpa) device and aliquoted into a sample cup. All of the patient's initial results were reported outside the laboratory. The laboratory staff noticed the results did not match the patient's history. The sample was front loaded on the original analyzer and repeated for the first time. The sample was then put back through the mpa and repeated for the second time on another cobas 8000 analyzer (analyzer 2). Unless otherwise provided, the units of measure were not provided. The patient's initial ion selective electrode (ise) chloride result was 116. The first repeat result was 92. The second repeat result from analyzer 2 was 91. The patient's initial creatinine jaffe gen.2 result was 272 umol/l. The first repeat result was 48 umol/l. The second repeat result from analyzer 2 was 48 umol/l. The patient's initial ise sodium result was 167. The first repeat result was 141. The second repeat result from analyzer 2 was 141. The patient's initial phosphate (inorganic) ver.2 result was 1.07. The repeat result from analyzer 2 was 0.73. The patient's initial total protein gen.2 result was 57. The repeat result from analyzer 2 was 63. The patient's initial urea/bun result was 7.9 mmol/l. The first repeat result was 2.1 mmol/l. The second repeat result from analyzer 2 was 2.0 mmol/l. The patient was not adversely affected by this event. The chloride electrode lot number and expiration date were not provided. The creatinine reagent lot number was 657901 and expiration date was not provided. The sodium electrode lot number and expiration date were not provided. The phosphate reagent lot number and expiration date were not provided. The total protein reagent lot number and expiration date were not provided. The urea/bun reagent lot number was 674037 and expiration date was not provided. The field service representative went on site. He retested the sample by front loading it on both analyzers. The results he obtained were consistent with the customer's repeat results.